Manufacturer narrative:
The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: b/a washer present/condition, present/cut; damaged anvil / anvil shroud, no; damaged guide face, no; damaged knife, no; damaged staple pockets, no; damaged trocar, no; missing parts, no and staples present/location, 1 unformed. Functional tests & results: 1st fire-setting/form/heights, high b/good; 1st fire-washer cut, good; indicator response, good; safety release, good and trocar / anvil fit, good. Analysis conclusion: based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was received with one unformed staple present in one of the staple pockets. Due to the condition of the staple, it appears possible that a full stroke was not acheived or the instrument may have been fired outside of the safe firing range. The instrument was reloaded and fired. It fired and formed all the staples as designed with no difficulties noted. The reported incident could not be recreated. Mfg and engineering have been notified of the reported incident.

Event description:
It was reported the devices were used during a gastroplasty. It was reported with the tph90 the surgeon stated the second reload did not fire. A third reload was used to complete the case. With the cdh25, the instrument fired, but staples did not form properly. The surgeon completed the case with another cdh25. There was no consequence to the pt.